Manufacturer narrative:
Retainer ring = black. Case type= ngp. Customer returned device for alleged exposure to moisture, device test failed, pump error this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement., and the hrm task did not grant motor power in reasonable time found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the electric board , motor, force sensor, and harness assembly vibrator. Successfully downloaded history files and traces using thump. Verified the device alarmed an error in the motor was detected by reading unexpected value from hall sensor. In device downloaded history on (B)(6) 2021 between time 14:22:54.000 and 15:27:21.000 and this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement multiple times on (B)(6) 2021 between time 14:05:05.000 and 15:25:36.000. The hrm task did not grant motor power in reasonable time. Was found in the traces on- (B)(6) 2021 at time 14:11:14.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the the hrm task did not grant motor power in reasonable time. Occurrence. Unable to verify during self test that the red led indicator and vibrator motor were functioning properly due to open book. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label stained, end cap address label fading, scratched case, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube.critical pump error (open book image) alarm, device test failed, andan error in the motor was detected by reading unexpected value from hall sensor confirmed due to moisture damage confirmed at electric board , motor, force sensor, and harness assembly vibrator. Unable to confirm this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement due to open book.the hrm task did not grant motor power in reasonable time was confirmed in the device history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating the hrm task did not grant motor power in reasonable time. Which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarm. Customer were able to clear the alarm. Customer were not able to rewind the insulin pump. Customer were at the water park and insulin pump started alarming. No harm pertaining medical intervention was reported. The insulin pump will not be returned for analysis.